Event description:
It was reported that an arteriotomy closure of the right common femoral artery in a morbidly obese patient was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the clip was deployed; however, the device became stuck. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reportedly over 350lbs, morbidly obese. The best guess weight of patient to be used is (B)(6). The safety and effectiveness have not been established, in patient populations: patients who are morbidly obese (body mass index greater than (B)(6)). Evaluation summary: the device was returned for evaluation. The reported difficult to remove closure device was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.